Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device noted no abnormalities. No single use loading units (sulus) were received. The articulation knob functioned properly. A test sulu was loaded onto the device. The handle was actuated and it was fired down on test media. The instrument made a clicking and crunching sound and the gear popped during firing. The first tack did not seat properly in the test media and tack hang ups were experienced during the second firing of the reload. The unit was disassembled and damage was noted to the spur gear. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the device loading unit (dlu) indicated by the damage to the spur gear. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a abdominal wall hernia, the reload inside the package with 8 tacks was loaded and fired, but the handle generated a strange crackling sound when squeezed, and 1/4 depth of the tack did not go into the tissue, and it was fixed ina status like floating. The second tack could be tacked into the tissue well, but in the following firings, the event occurred several times that 1/4 tack did not go into the tissue. Oozing bleeding occurred as a result of the issue. The surgical time was extended by less than 30 minutes. No patient injury.